Manufacturer narrative:
Correction: date of explant missing in initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient is stable.

Manufacturer narrative:
Analysis found the complaint was not verified. When received, the device failed to communicate.